Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Customer¿s blood glucose (bg) level was 190 to 200 mg/dl. The customer resolved the issue by acknowledging the alarm and resuming insulin. Additional assistance was not necessary, and technical support closed the case.